Event description:
After an implantation period of approximately 35 months it was reported that the lead was extracted due to oversensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 31.5 cm distal to the df4 connector pin. The proximal and distal lead fragments were received for analysis. The inspection revealed signs of wear at several positions of the lead segments. In particular 30 cm to 31.5 cm distal to the df4 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore the rv shock coil was found deformed. This damage most likely occurred during extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.